Event description:
It was reported that during a hemorrhoidectomy procedure, the firing handle was very hard and could not be grasped when the trainee doctor grasped the firing handle. The other doctor switched and grasped the firing handle. However, the firing handle was very hard, so the doctor stopped firing. When the device was removed from the patient, it was found that the staples were not deployed and the tissue was cut. As a result, bleeding occurred. Additional suture was performed. There were no adverse consequences to the patient.

Event description:
On an unreported date, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. Treatment information for the event was unknown. The nurse stated that the "patient had infection already" and that test results are not known yet. Treatment information was not provided for the event. Dianeal therapy was ongoing at the time of the event. The patient was recovering from the peritonitis. The nurse had no further information to provide.

Manufacturer narrative:
(B)(4). The sample is not available. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The root cause of the peritonitis was undetermined. A batch review was performed for potentially related lot numbers (h09l04058, h10b03057, h10g26065), with no defects noted.